Event description:
The user facility reported that water was leaking from their innowave pcf sonic irrigator onto the floor. No report of injury.

Manufacturer narrative:
The investigation of the subject event is in process. A follow-up MDR will be submitted when additional information becomes available.

Manufacturer narrative:
The innowave pcf sonic irrigator subject of the event was inspected; however, a specific root cause could not be determined. The reported event has not recurred since (B)(6) 2022. There is no evidence to suggest that this is a systemic issue. No additional issues have been reported.